Event description:
During a lap gastric bypass procedure the device stopped working in the middle of the operation and it was replaced with a new one and the procedure continued as scheduled. No patient consequence.